Event description:
A malfunction relating to error code 5-0x2147 was reported by the customer. There was no reported impact on the customer¿s blood glucose level. The pump was recognized by the computer but encountered another malfunction, preventing access to it. The device is scheduled for return, and a replacement pump with serial number (B)(6) has been arranged.